Event description:
Customer stated that she was riding unit up a slightly inclined grassy hill. She was almost at the top when the unit's front end popped up causing her to fall and break her shoulder. She was hospitalized for (1) week.